Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, explanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, lot# serial# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
Updated.

Event description:
Additional information from the healthcare provider of the clinical study reported a new system was implanted in (B)(6) 2015 and the event was considered resolved without sequelae.

Event description:
Additional information received reported that actions taken as a result of the event included medications administered including IV ceftin bid x4 weeks by infectious disease physician. Actions taken were on 2015-(B)(6).

Event description:
It was reported that the patient had an infection at the implantable neurostimulator (ins) site. The patient noticed drainage at the ins site on (B)(6) 2015. The patient came into the office and the drainage was cultured as pseudomonas. The event was noted as related to the procedure. Following antibiotic treatment the final interop culture at explant was negative. Actions taken as a result of the event included an unscheduled clinic or office visit and the device being explanted and not replaced. Laboratory testing showed abnormal, gram negative rods and pseudomonas grew in the culture. The event was reported as ongoing.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.